Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and cholecystectomy ('gallbladder removal') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary tract infection ("uti"). In (B)(6) 2014, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal) and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient underwent cholecystectomy (seriousness criterion medically significant) and experienced abdominal pain ("abdomen pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), vaginal discharge ("vaginal discharge") and gastrointestinal disorder ("gi conditions") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, cholecystectomy, pelvic pain, vaginal discharge, gastrointestinal disorder, nausea, weight decreased, vaginal hemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, cholecystectomy, device dislocation, dysmenorrhoea, gastrointestinal disorder, menorrhagia, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal hemorrhage and weight decreased to be related to essure. The reporter commented: she received treatments for event chronic pain. Essure insertion date provided as : (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: pfs received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), uti, dysmenorrhea (cramping), abdomen pain", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions") and nausea ("nausea") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal discharge, gastrointestinal disorder, nausea and weight decreased outcome was unknown. The reporter considered device dislocation, gastrointestinal disorder, nausea, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: she received treatments for event chronic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant amendment done. Case category updated to incident. Ccc added. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.